Manufacturer narrative:
We have contacted the initial reporter to request additional information and if available to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent due to additional medical records provided by the patient's attorney. The medical records provided indicate the patient underwent partial explant of the bard soft mesh approximately two years post implant due to vaginal mesh erosion and apical vault prolapse. As indicated in the operative details "approx. 2 cm palpable exposed area of mesh anterior vagina." Based on the anatomical location of the placed soft mesh (anterior of vagina) , the excised portion of mesh appears to be the bard soft mesh. With the current information available there is no way to determine to what extent if any the bard soft mesh may have caused or contributed to the problems experienced post implant. A DHR review was conducted which showed no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2008 - the patient was diagnosed with a second to third degree cystocele, first to second degree rectocele and stress urinary incontinence. The patient underwent anterior vaginal repair with davol soft mesh, posterior vaginal repair with implant of a non-bard davol "hydrix" mesh and implant of a non-bard davol transobturator sling. Per the op report details, "incision was made along the midline of the anterior vaginal vault. Sutures were then placed anteriorly and posteriorly. The mesh was trimmed to fit and sutured in place with the capio sutures." On (B)(6) 2009 - the patient had an md office exam with complaints of "feeling something tear" during a pelvic exam. The patient reported after feeling like something is "jabbing" her all the time with associated bladder pain, burning sensation. On (B)(6) 2009 - (B)(6) 2010 - the patient underwent multiple bladder instillation procedures which include a combination of medications that are injected into the balder to help with painful bladder or cystitis including frequency, urgency, burning pain or stinging sensations when passing urine. On (B)(6) 2010 - the patient was diagnosed with vaginal mesh erosion and apical vault prolapse. Per operative findings "there was approx. A 2 cm palpable exposed area of mesh (davol soft) anterior vagina." The patient underwent a partial excision of the soft mesh.

Event description:
The following is based on information provided to davol by the patient's attorney: (B)(6) 2008 - patient was implanted with a bard soft mesh for pelvic repair. Attorney's report of alleged permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.